Event description:
Dealer stated that a caster wheel on an unknown rollator is broken, asked for warranty on the rollator. Dealer did not have the model of the rollator, csr attempted to conference to the quality department and dealer hung up. Csr did not get any contact information. No more information available. MDR filed for broken caster wheel.